Manufacturer narrative:
An approximate patient weight was (B)(6) lbs.software log files evaluated. No core files are present. Remaining logs provided no information in determining the cause of the issue.

Manufacturer narrative:
Patient weight not made available from the site. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system unexpectedly became responsive. The surgeon was navigating when this occurred. A system re-boot resolved the issue and normal function was restored. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. There was no impact on patient outcome.